Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). A third party service technician evaluated the ventilator and was able to verify customer's reported problem. As a resolution, flow valve has been replaced due to failure to provide volume error reading. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 had failure to provide volume error reading. As of this time there is no information about patient involvement associated with this reported event.